Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
H.11. A device service history review has been performed and identified that the unit was manufactured in 2019 and one other similar event has been reported in 2024. Through follow-up communications, livanova learned that the device was cleaned regularly according to the manufacturer's instruction for use and the water quality monitoring is applied. A disposable pall-aquasafe water filter with an 0.2 um membrane fur tap water or equivalent performance filter is used and when the device is not used, it is stored full of water. The hospital do not use reusable blankets. Prior to initial operation and before storing the heater-cooler, the surfaces and water circuits are disinfected as well as device surfaces after every operation. 3t aerosol collection set is replaced after the allowed use period. In addition, the device is placed outside the operation theatre during use. However, the hydrogen peroxide levels are not checked daily when the device is stored full of water. Based on investigation findings, it cannot be ruled out that customer's deviation from the instructions for use contributed to the reported contamination event. The risk is in the acceptable region. Livanova has implemented a strategy to progressively decrease the probability of bacteria growing in the heater-cooler device by applying multiple measures implemented over the past few years through dedicated CAPA. Livanova will keep monitoring the market.

Event description:
See initial report.